Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was confirmed through clinician review. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: {...} cup malposition in low inclination with lack of anteversion and a medialized lower cup rim in the acetabular bone in combination with inappropriate use of an offset cup liner and use of a skirted femoral head in a morbidly obese patient have contributed to an overload condition in the arthroplasty with fatigue accumulation and ultimately a fatigue fracture of the exeter stem neck exactly at the level of peak overload. {...} device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that {...} cup malposition in low inclination with lack of anteversion and a medialized lower cup rim in the acetabular bone in combination with inappropriate use of an offset cup liner and use of a skirted femoral head in a morbidly obese patient have contributed to an overload condition in the arthroplasty with fatigue accumulation and ultimately a fatigue fracture of the exeter stem neck exactly at the level of peak overload. {...}. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned to the manufacturer.

Event description:
Exeter stem broke 1.5 years after implantation. X-ray attached. Medical review completed on (B)(6) 2018 states; {...} a review of the provided medical records and x-rays by a clinical consultant indicated: {...} cup malposition in low inclination with lack of anteversion and a medialized lower cup rim in the acetabular bone in combination with inappropriate use of an offset cup liner and use of a skirted femoral head in a morbidly obese patient have contributed to an overload condition in the arthroplasty with fatigue accumulation and ultimately a fatigue fracture of the exeter stem neck exactly at the level of peak overload. {...}.